Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother called complaining about a button alarm on her son's insulin pump. The patient's blood glucose level was not recorded. Customer's mother also stated that there was moisture under the display. No additional information was provided.